Manufacturer narrative:
During analysis, both methods of simulating taking a reading by selecting start on the handheld screen and pressing the handheld keypad were confirmed to reproduce the reported error. During a software check of configuration files in text editor, the error 05 condition was manually reset. After the unit was rebooted the error did not reappear with either method of simulating taking a reading. The incorrect operating speed setting was also observed on the affected unit's compact flash.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.